Event description:
This device and the rv lead were explanted due to twiddler's syndrome. There were no patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 5 months. The inspection of the ICD memory revealed no anomalies. The available iegm's showed a normal device behavior while the device was implanted and in service. There were no indications of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device proved to be fully functional. The analysis of the available iegm's showed a flawless device behavior while the device was implanted and in service. There was no indication of a material or manufacturing problem.